Manufacturer narrative:
The exact age of the patient is unknown, however, it was reported the patient was over 18 years. Date of event: date of event was approximated to (B)(6) 2019 as no event date was reported. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. (B)(4). The device is not expected to be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an advantage fit blue sling was implanted during a mid-urethral sling procedure performed on (B)(6) 2019. According to the complainant, after the procedure, the patient manifested urinary retention. The patient's current condition was reported to be stable. All other information is unknown. Should additional relevant details become available; a supplemental report will be submitted.